Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Lot 4072636 from pn: mx9505t was manufactured on smiths medical mmon site on 30/nov/2020 per (B)(4) pieces. No discrepancies were observed during the manufacturing of this lot.

Event description:
It was reported that after the anesthesiologist disassembled a pressure sensor and its accessories and connected the pipeline, the patient's dynamic blood pressure could not be monitored on the monitor screen, and there was still no display after the pipeline connector was inserted and removed again. After the doctor replaced a new sensor and its accessories, the dynamic blood pressure display on the screen returned to normal. The hospital thinks: there is no display on the newly removed pressure sensor, it is normal to replace a pair of pressure sensor, which is a product quality problem. Initial treatment by the hospital:stop using the pressure sensor and its accessories, replace with a new pressure sensor and its accessories work normally. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Lot 4072636 from pn: mx9505t was manufactured on smiths medical mmon site on 30/nov/2020 per (B)(4) pieces. No discrepancies were observed during the manufacturing of this lot.

Event description:
It was reported that after the anesthesiologist disassembled a pressure sensor and its accessories and connected the pipeline, the patient's dynamic blood pressure could not be monitored on the monitor screen, and there was still no display after the pipeline connector was inserted and removed again. After the doctor replaced a new sensor and its accessories, the dynamic blood pressure display on the screen returned to normal. The hospital thinks: there is no display on the newly removed pressure sensor, it is normal to replace a pair of pressure sensor, which is a product quality problem. Initial treatment by the hospital:stop using the pressure sensor and its accessories, replace with a new pressure sensor and its accessories work normally. No patient injury was reported.